Event description:
It was reported that the pacemaker was explanted due to infection and erosion. The rv and ra leads were explanted due to infection. The system was replaced the following week.

Event description:
New information received notes that the physician does not allege that the device caused the infection. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.